Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that removal difficulties were encountered and guidewire tip detachment occurred. The target lesion was located in the distal tibial artery. A 300cm straight tip v-14 controlwire was advanced to the target lesion. However, due to severe deformation and kinking from the tip of the wire it was impossible to withdraw the device from or back through the coyote catheter which caused the tip of the wire to detach and got lodged in a collateral. An attempt was done to retrieve the broken tip using a snare but was unsuccessful. No patient complications were reported and the patient's status was stable.